Event description:
End user stated he was moving chair out of door and the joystick caught the door frame causing the arm to move back on his chair. This caused him to fall from chair breaking his left leg in two places. He was driven to the hospital to have leg set, he had to stay two nights. They had to evaluate him for surgery. Leg was evaluated and surgery was not needed.